Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable, resulting in the pump shutting down. There was no adverse impact to the customer¿s blood glucose level. A new charging cable was sent to the customer. Reportedly, the customer will continue to use the pump and has back up alternate method for continued insulin therapy.